Event description:
It was reported the patient's blood glucose level rose up to around 20 mmol/l (360 mg/dl) while wearing the pod between 36 and 48 hours. When removed from the infusion site on the skin, the pod's cannula was found bent. Patient also reported insulin leakage during wear and after pod removal, there was bleeding at the insertion site.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia.

Event description:
It was reported the patient's blood glucose level rose up to around 20 mmol/l (360 mg/dl) while wearing the pod between 36 and 48 hours. When removed from the infusion site on the skin, the pod's cannula was found bent. Patient also reported insulin leakage during wear and after pod removal, there was bleeding at the insertion site.

Manufacturer narrative:
The device was received with the cannula assembly fully deployed. Inspection of the soft cannula did not find it bent, kinked, or damaged. The download data from the pod did not contain any timeouts, drive stalls, or hazard alarms that would indicate a struggle to deliver insulin. No damages, tears, or leaks were found in the fluid path. No problems were found with the pod during the investigation that would cause fluid leaking during wear. Inspection of the device found blood on the adhesive pad. The formed needle, soft cannula, and bottom housing were inspected for damages and deficiencies that could contribute to bleeding at the infusion site. No issues were found. The exact cause of the bleeding event could not be determined. Cracks were observed in the top housing of the pod. It could not be determined when or how these cracks occurred. Investigation of the pod and the download data from the pod indicate that the cracks did not affect the functionality of the pod.